Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the partial lead was returned in segments. Analysis was performed and no anomalies were found. Visual summary analysis of the lead indicated apparent explant damage. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead had low and variable impedance. It was further reported that the atrial lead also had low and variable impedance as well as sensing issues. During the lead replacement procedure, it was noted that the distal portion of the atrial lead was severed and loose from the remaining distal portion that was in the vasculature. Both leads were explanted and replaced. No patient complications have been reported as a result of this event.